Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-00594. The pt rec'd an scs system for right groin and right leg (inner thigh) pain including an ipg and surgical lead on (B)(6) 2010. It was reported that the pt's scs system was removed due to allegations of ineffective stimulation. According to the pt, use of his scs system reportedly resulted in increased pain when the amplitude for his program was raised.